Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since brain tissue/fluid was removed in another position as intended, with the brainlab device involved, although: there is no indication of a systematic error or malfunction of the brainlab device corresponding measures to minimize this anticipated risk as low as reasonably practicable are already in place . According to the hospital, the initial worsening of the patient's left arm weakness after the initial surgery receded (patient was back to preoperative condition), the revision surgery was completed successfully as intended and no further remedial actions are necessary. According to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the root cause for the brain tissue/fluid removed in another position as intended is: the camera was moved a lot during the surgery, which potentially has led to navigation inaccuracies . For a deviation as large as in this case (>1 cm), it was concluded that a further contributing factor likely was present, e.g. The navigation reference array and/or the patient's head in the head holder might have moved during the surgery, leading to a deviation of position information displayed by the navigation software. Registration point acquisition not being performed in the recommended area and/or this specific patient's anatomy (almost no nose bridge or other unique sign on the frontal face), leading to a patient registration that was not as accurate as desired for this specific patient/surgery. Brain shift may have occurred due to the surgical steps performed and may have led to a decreased navigation accuracy. Apparently the deviation was not detected during the according accuracy verification to be performed by the user. There is no indication of a systematic error or malfunction of the brainlab navigation device. Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Brainlab intends to: inform this hospital about the investigation results; corresponding to the root cause, brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.

Event description:
A cranial surgery for cyst aspiration was performed with the aid of the brainlab cranial 3.1 navigation software. During the procedures the surgeon: positioned the patient in supine position; registered the actual patient anatomy to the navigation (to the pre-operative image imported into and used by the navigation system); verified and accepted the patient registration in the navigation; created a burr hole (3-4 cm in size) with the aid of navigation; inserted the brainlab biopsy needle into the cyst with the aid of navigation; obtained tissue/fluid; closed the lesion and ended the surgery; obtained a post-operative image and detected that the cyst was not aspired (the tissue/fluid sample obtained was posterior to the target cyst, the deviation was at least 1 cm). The surgeon decided to perform a revision surgery five days later, which was completed successfully (cyst was aspired) with the aid of navigation. The revision surgery also confirmed that the burr hole of the initial surgery was not in the intended position (a new burr hole was created in the revision surgery). According to the hospital, there was an increased risk to harm a critical structure due to the navigation inaccuracy since the lesion was in the primary motor area for the right side of the brain. There was a worsening of the patient's left arm weakness after the initial surgery, which has improved over a timeframe of 10 days until the patient was back to preoperative condition. The revision surgery was completed successfully as intended and no further remedial actions are necessary.